Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture", "extracapsular rupture" and "additional extravasated silicone along the posterior upper inner aspect of the implant". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b.5., h.6., h.11.

Event description:
Healthcare professional reported "intracapsular rupture", "extracapsular rupture" and "additional extravasated silicone along the posterior upper inner aspect of the implant". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.